Event description:
It was reported that pump displayed CGM Error 42 while customer was using G7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received complete pump reset instructions, and was guided through pump reset, after which CGM error did not reappear and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.